Manufacturer narrative:
The ventilator was investigated by our field service engineer. The o2 cell was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. The o2 cell is a measuring device for the inspired o2 concentration and will not affect ventilation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).